Event description:
In 2004 the pt called lfs alleging that their one touch basic original meter would not power on. Senior medical affairs specialist spoke with the pt on the next day to obtain add'l info. The pt reported that they had been unable to test for 1 week; however, they had been taking 30 units n in the morning and 20 units n in the afternoon as prescribed. They eventually started feeling dizzy and drowsy at some point during the week. They tested on their neighbor's meter on one occasion and obtained a reading in the 200-mg/dl-range. They had their physician test their blood glucose level during a regularly scheduled appointment and a reading of 218mg/dl was obtained. No treatment was administered. The customer service rep walked pt through changing the battery and the meter would not power on. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.